Event description:
It was reported that during a cranial procedure conducted at the user facility, the system showed inaccurate values up to 1 cm off superiorly and inferiorly. The use of navigation was aborted, and the reported advised that no adverse consequences were associated with the event.

Manufacturer narrative:
The reported event of accuracy issues was confirmed by a stryker employee who was attending the case. Based on the information provided, the stryker employee was able to identify the use of ear holders in the scanned images as the possible cause for accuracy issues. The device imaging protocol instructs the user to avoid the use of ear muffs and recommends ear plugs instead. Based on a review of the log files and patient folder, the reported workflow can be confirmed. However, it was found that besides not following the imaging protocol, the registration points were not well-chosen, which may be an additional contributing factor to accuracy issues. The device safety information instructs the user how to choose registration points for best accuracy results. No product failure could be identified and there is no indication that the software did not perform as expected.

Event description:
It was reported that during a cranial procedure conducted at the user facility the system showed inaccurate values up to 1 cm off superiorly and inferiorly. The use of navigation was aborted, and the reported advised that no adverse consequences were associated with the event.

Event description:
It was reported that during a cranial procedure conducted at the user facility, the system showed inaccurate values up to 1 cm off superiorly and inferiorly. The use of navigation was aborted, and the reported advised that no adverse consequences were associated with the event.